Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The other analyzer serial numbers were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo v2 assay results for 1 patient sample on a cobas e 801 analytical unit, a pro 801 analyzer, and an e 411 analyzer compared to an abbott analyzer. The sample was initially ran on an abbott analyzer and it gave a reactive result. The sample was repeated on the e801 analyzer and the result was non-reactive. An immunoblot test was performed and the result was reactive. The sample was sent to three other laboratories and repeated on two pro 801 analyzers and one e411 analyzer. All results were non-reactive.

Manufacturer narrative:
The patient sample was requested for investigation but was not available. The investigation did not identify a product problem. The root cause of the event could not be determined.